Manufacturer narrative:
The reporter's product was requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Medwatch field e3 occupation - the occupation is lay user/patient. This event occurred in (B)(6).

Event description:
The initial reporter stated she received discrepant results when tested with coaguchek inrange meter serial number (B)(4) and an unknown roche professional meter (serial number unknown). A sample from the patient was tested using the inrange meter, resulting with a value of 3.7 inr. At an unknown time, but around 4 hours after initial testing, a sample from the patient was tested using the professional meter, resulting with a value of 2.8 inr. The patient's therapeutic range was 2.5 - 3.5 inr. The patient was having difficulty getting a reading from the inrange meter. Errors were received when testing with this meter, even though plenty of blood was applied to the test strip. The reverse side of the test strip was checked to ensure the blood sample had reached the reagent.

Manufacturer narrative:
The reporter's meter and strips were returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results (qc range: 2.6 - 3.2 inr): qc 1: 2.8 inr, qc 2: 2.8 inr, qc 3: 2.8 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications.